Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the defibrillator had a high impedance alarm during discharge. Patient harm was listed as yes. Additional details have been requested.

Event description:
Philips received a complaint on the heartstart mrx indicating that the device had a high impedance alarm during discharge test. There was no patient involvement at the time the issue was discovered. This report was initially submitted as a serious injury due to patient harm listed as yes, however, additional information clarified there was no patient involvement. Therefore, this report has been updated to a product problem.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The reported issue was evaluated by third party. Based on the information available, the cause of the reported problem was paddle failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after replacing the paddles. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device evaluated by third party.